Event description:
Literature: umemura a. Oka y, okita k, matsukawa n, yamada k. Subthalamic nucleus stimulation for parkinson disease with severe medication-induced hallucinations or delusions. J neurosurg. 2011;114(6):1701-1705. Doi: 10.3171/2011.2.jns101261. Summary: the authors retrospectively reviewed the clinical course of 10 patients between (B)(6) 2003 and (B)(6) 2008 who suffered from severe medication-induced hallucinations or delusions and underwent bilateral subthalamic nucleus deep brain stimulation (stn dbs). In 8 patients, psychotic symptoms completely disappeared with significant reduction of dopaminergic medication. Reportable event: the authors report on a (B)(6) female (pt 2) with a 12-year history of parkinson's disease (pd) who developed motor fluctuation and psychotic symptoms with increased antiparkinsonian medication. For 1 year, she often saw bugs or animals and had delusions of being robbed. She underwent bilateral stn dbs. Immediately after recovery from general anesthesia, she became restless, and this was thought to be postoperative delirium. However, delusions of persecution continued, such as attempted murder with poison gas. She was administered quetiapine, gradually discontinued antiparkinsonian medication in 7 days, and started stn stimulation. Although motor symptoms significantly improved, psychotic symptoms continued even with administration of risperidone. Abnormal behavior necessitated admission to the psychiatric ward. She had temporarily turned off dbs for a few days. Her motor function deteriorated markedly; however, delusions were unchanged. Psychotic symptoms gradually improved with antipsychotics over 3 months with dbs turned on, and the pt returned home 5 months after surgery. Motor symptoms have been well controlled, and independent living has been possible for 4 years without antiparkinsonian medication. No relapse of psychotic symptoms has been reported.

Manufacturer narrative:
(B)(4) - psychotic, delirium and restless.